Event description:
It was reported that during an unknown procedure, the device stopped firing. No other details were provided/ known. It is unknown how the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Dropping or ejected clip - damaged latch the analysis results found that the (B)(4) instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected four clips and it locked out, causing a premature lockout. It could not be determined what may have caused the found ejected clips. The device was partially opened to verify the condition of the internal components and the latch was noted to be damaged, causing the premature lockout. The latch was manually assisted in order to fire the remaining clips, the clip formed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.